Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a roux en y gastric bypass procedure, the trocars leaked when a 10 or 12mm device was removed from the trocar. The surgeon said this happens often, in almost every case. The surgeon used the same trocars but would stick an instrument or finger over the opening and the trocar would stop. There were no patient consequences. Two devices will be discarded.